Event description:
On (B)(6) 2013 the lay user/patient contacted lifescan (lfs) alleging her onetouch ultramini meter was not powering on. The medical surveillance specialist (mss) spoke with the patient on (B)(6) 2013 and obtained the following information. The patient claimed the alleged issue began on (B)(6) 2013 at approximately 7:30am. The patient informed the mss that she tests 6x per day; is not a diabetic and does not take any medication for diabetes, but she is hypoglycemic. She claimed that approximately one and a half days later, she developed symptoms of "shaking and vomiting." She informed the mss that she tried to self treat by drinking orange juice and peanut butter but her symptoms would not abate. She stated her mom took her to the emergency room and when they arrived at approximately 9:30am, her blood glucose was tested and a result of "55 and 51 mg/dl" was observed on the ER device. She stated blood work was performed and she was treated by the hcp with a glucose solution. She claimed 2.5 hours later, she began to feel better and her blood glucose was retested at "107, 113 mg/dl." The patient was released from the hospital on (B)(6) 2013. At the time of troubleshooting, the cca noted that the subject device was not brand new. The patient stated the meter had gotten wet and as a result it no longer powered on. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly developed symptoms suggestive of a serious injury after the alleged meter issue began.